Event description:
Event description guidant received information that this pacemaker is sensing noise which is inhibiting pacing in this pacemaker dependent patient. The ventricular lead is unipolar. The patient has had no adverse effects. The impedance and threshold measurements are stable and within normal limits.